Manufacturer narrative:
Occupation: bsn, cv-bc, patient care manager iii. Additional reporter: dr.(B)(6), md interventional cardiologist. The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the customer was unable to aspirate from the central lumen of the intra-aortic balloon (iab) to start an arterial flush line. Also, an arterial pressure (ap) optical sensor alarm occurred. A new iab was inserted to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter, between the catheter and the sheath. The returned non-maquet sheath was over the catheter and partially covering the rear portion of the balloon and the catheter tubing. One kink was observed on the catheter tubing and the inner lumen approximately 29.7cm from iab tip. The optical fiber was found to be broken within the approximately 19.8cm from the iab tip. The optical fiber sensor cable was off from the device and not returned. The inner lumen was found to be occluded. The occlusion was unable to be cleared. The technician was unable to successfully aspirate the inner lumen. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen occluded. The technician was unable to clear the occlusion. The reported failures were confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that after 10-15 minutes of therapy, the customer was unable to aspirate from the central lumen of the intra-aortic balloon (iab) to start an arterial flush line. Also, an arterial pressure (ap) optical sensor alarm occurred. A new iab was inserted to provide therapy. There was no patient harm or adverse event reported.